Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation summary was received on (B)(4)2012. The production and qc documentation for lot number v11201, expiry date 2014-08 were reviewed. The investigation showed that the product met specs. No associated nonconformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Effusion of both knees [joint effusion], mild fever at 38 degrees celsius [pyrexia]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one injection, 6 ml, once, in both knees. The lot number for synvisc one was v11-201. On (B)(6) 2012, the pt developed effusion of both knees and mild fever at 38 degrees celsius. The pt went to the emergency dept where synovial fluid analysis revealed 972 elements/mm3 including 72% neutrophils and 8% lymphocytes. No bacterium was found in the analysis. No action was taken with synvisc one. On an unspecified date, the pt recovered from the events of effusion of both knees and mild fever at 38 degrees celsius. Concomitant medications were not provided. The intensity for the event of mild fever at 38 degrees celsius was mild and the event of effusion of both knees was severe. The reporting physician assessed the relationship between synvisc one and the events of effusion of both knees and mild fever at 38 degrees celsius as possible.